Event description:
It was reported that during use of the bd pyxis¿ medstation¿ es, a drawer detection failure occurred. Specifically, the npu1 main drawer positions 4.1 and 4.2 were not detected by the system. Additionally, the indicator lights located at the back of the affected drawer did not illuminate as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all control boards on half height cubie drawer were not responsive. A field service engineer (fse) replaced failed components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.